Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2010 the patient presented with the pre op diagnoses of osteomyelitis with the osteolysis of t11 and t12 vertebrae along with intractable pain. He had central intravenous access and has been on parenteral antibiotics for several weeks. The patient underwent the following procedures: left t11-t12 extra cavitary corpectomy with replacement using a synex expandable cage, 38-56 mm, filled with bone morphogenic protein and locally harvested bone from a rib. This was supplemented with pedicle screw rod fixation, t8, t9, and t10 to l1 and l2. The construct was secured with 200-mm rod on each side and a cross-link. Per the op notes, the disk at t11 and t12 was liquefied and collapsed. Tissue from this region was sent to the laboratory for culture. The synex expandable cage by synthes size expanded from 38 to 56 mm was used. This was filled with gelatin, soaked in bone morphogenic protein, and the 2 ribs that were harvested were morselized and used to supplement the fusion mass. Bmp and bone were packed into the corpectomy site prior to placement of the expandable cage. The cage was then inserted. No patient complications were noted. Findings: phlegmon in parevertebral t11 <(>&<)> t12 region, osteomalscia t11-12 disc.